Manufacturer narrative:
UDI related data quality updates only. Burn with ulceration after leg vein treatment with lp 1064nm laser, will likely scar. This supplemental report represents a correction to a previously submitted MDR, ae # (B)(4), MFR report #: 3004167969-2023-00013. The correction is performed following FDA request, the UDI number was added.

Event description:
It was reported about a burn with ulceration post harmony xl treatment.

Manufacturer narrative:
Hyperpigmentation and pinpoint depressions after colibri to eyelids. May stay or resolve with further treatments.

Event description:
It was reported about hyperpigmentation and pinpoint depression following the opus colibri treatment.